Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the collimator was having issues and seemed to be out of alignment. No pt injury was reported.